Event description:
It was reported that during a sleeve gastrectomy procedure, the rn described a "crunch" during firing. The doctor continued through a complete firing cycle. There were no staples in the specimen side of the stomach but complete staples in the patient side. Examination of the reload showed zero drivers fired on the specimen side, damage, apparently from the sled or blade, to the inner portion of the reload on the specimen side, and a separation of the metal portion of the reload from the plastic portion at the outside edge of the reload on the specimen side. There were no patient consequences. Case completed without further incident.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: cartridge, one piece sled, drivers. The analysis found that one ecr60b cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the left side fully fired, and right side partially fired 1/5. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. In addition the cartridge pan was noted to be damaged and dislodged from the right side and partially dislodged at left distal end. No functional test could be performed due to the condition of the reload.